Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that the device ventilates well but at high fio2 settings it drops oxygen pressure, then gives technical error 388 no o2 dosing possible. Complainant indicated that there was no patient involvement during the reported malfunction.

Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however they did submit the logs and screenshots for review which confirmed the customers reported issue and a defective o2 pressure regulator was found within the inspiration block. The zoll approved business partner tested the device with a known good inspiration block and confirmed the fault went away. Technical support recommended a replacement of the inspiration block to resolve the reported issue.